Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 24-nov-2025. Investigation summary : bd received one sample and one photograph for investigation. Evaluation of the photograph shows no fill. The returned sample could not be tested as it was used. Additionally, 20 retained samples were used for functional tests, and all were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2e 10.8mg plus blood collection tubes, one (1) tube underfilled. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® k2e 10.8mg plus blood collection tubes, one (1) tube underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.